Event description:
The pt was not getting good stimulation. High impedance was noted and the leads were not functioning. The pt underwent surgery to replace the leads, and also had the stimulation moved from the right flank area to the left posterior buttock area in order to try and prevent future lead fractures. The pt was seen by the hcp 12 days later, and the incision had healed well. The pt recovered without sequela.